Event description:
It was reported that at an unknown time with a laparoscopic cholecystectomy procedure, when the device fired, the clip came out of the jaws sideways. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml instrument was returned in good visual condition with one j-shaped clip within the jaws; the clip was removed in order to perform functional testing. In addition, one malformed clip was returned along with the device. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed six conforming clips. In addition the device locked out as intended. A possible cause for the j-shaped clip is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may form j-shaped clips. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device.